Event description:
It was reported that during insertion of a teflon infusion set, the infusion site folded and the set detached, after which the user required guidance to properly fill the tubing and cannula. No reported symptoms or adverse health effects. Outcomes included no alarms and successful completion of troubleshooting and user education. Investigation included troubleshooting over the phone focused on insertion technique, tubing fill, and cannula fill. Investigation of this case revealed user handling error during infusion set deployment or connection, with no device malfunction identified and no alerts indicating a system fault. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.